Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that her husband was having issues inserting the infusion set and his blood glucose rose to 549 mg/dl. The customer experienced lethargy and a miserable mood. Troubleshooting was declined since the high blood glucose was caused by an improperly inserted infusion set. The customer has severe nerve damage so he could not tell if the set was inserted into his body. The patient's blood glucose is currently 158 mg/dl. No products were returned or replaced.